Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained high blood glucose and had sought medical attention from her doctor. The blood glucose reading at time of call was 393mg/dl. The customer stated that the insulin pump was alarming. Advised the customer of a possible blockage. The customer stated that sensor was also alarming and her glucose level was getting higher. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. Reviewed the programming and found that the daily totals, bolus history, and basals were not accurate. No further information was provided.